Manufacturer narrative:
One speedband superview super 7 device with original lid and product label was returned for evaluation. A visual examination of the returned device noted presence of residue indicating use/handling. The suture was broken with portions attached to both the ligator head and the trip wire loop. All seven bands remained on the ligator head with the first five blue bands moved out of position. The ligator head teeth were found to be damaged with one tooth nearly broken off. There was a slight evidence that the trip wire had been secured prior to receipt. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard, no issue was noted with the handle assembly. Visual evaluation of the returned device confirmed reported event; however, this could not be functionally verified. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used in the colon during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician turned the handle without any resistance and a click was heard; however, the ligation band failed to deploy inside the patient. The procedure was not completed since the physician decided not to band the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a speedband superview super 7 device was used in the colon during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician turned the handle without any resistance and a click was heard; however, the ligation band failed to deploy inside the patient. The procedure was not completed since the physician decided not to band the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.